Event description:
It was reported that during a procedure using coblator ii controller, the flow control valve and flow control cable were preventing adequate saline flow. The surgeon opted to complete the procedure using a competitive device instead. There were no significant delays or patient complications reported as a result of this event.